Event description:
It was observed that during the device evaluation that the duodenovideoscope exhibited a foreign object inside of the nozzle and air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegations reported in b5. The cleaning, disinfection, and sterilization (cds) process was performed by the customer prior to the device being returned to olympus for repair. It was unknown if there was a delay in the start of cleaning, it was unknown if the air / water nozzle was flushed with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the air and water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, and it was unknown if the air / water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the remaining foreign material could not be established. It was unknown if the reprocessing was practiced in accordance with the instructions for use. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: instructions for jf-260v, tjf-260v , operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for jf-260v, tjf-260v, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.